Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64464ud00. A device history record review did not identify any nonconformances or deviations associated with the lot number 64464ud00 and complaint issue. The overall performance of architect tsh was reviewed using field data from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot number 64464ud00 was identified.

Event description:
The customer observed a falsely elevated architect tsh for one patient that was not reported out of the laboratory. The following results were provided (reference range tsh 0.35-4.94 uiu/ml): sid (B)(6) , (B)(6) 2024, initial tsh result= 7.02 uiu/ml; (B)(6) 2024, repeat tsh result= 3.52 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect tsh for one patient that was not reported out of the laboratory. The following results were provided (reference range tsh 0.35-4.94 uiu/ml): sid: (B)(6) 2024, initial tsh result= 7.02 uiu/ml; (B)(6) 2024, repeat tsh result= 3.52 uiu/ml there was no impact to patient management reported.